Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of tubing becoming disconnected could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2420-0500, because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that as lvp 20d dehp 2ss cv tubing disconnected from the clave. The following information was provided by the initial reporter: material no: 2420-0500, batch no: unknown it was reported the tubing became separated ( disconnected) from the clave. In the past week, we have had 5 incidents of tubing becoming disconnected from the clave. It seems with this latest batch, the "male" part is shorter, and does not penetrate the clave for a secure connection.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that as lvp 20d dehp 2ss cv tubing disconnected from the clave. The following information was provided by the initial reporter: material no: 2420-0500; batch no: unknown. It was reported the tubing became separated ( disconnected) from the clave. In the past week, we have had 5 incidents of tubing becoming disconnected from the clave. It seems with this latest batch, the "male" part is shorter, and does not penetrate the clave for a secure connection.